Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had logged multiple alarms due to low inspiratory pressure, and that its exhaled tidal volume (vte) levels were fluctuating resulting in lower than expected vte. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of low inspiratory pressure and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm. Serviced by asp.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-002 section d4, model #, of the initial medwatch report should have stated: v+pro, english section d4, UDI #, of the initial medwatch report stated:(B)(6) section d4, UDI #, of the initial medwatch report should have stated: (B)(4).